Manufacturer narrative:
A soldering defect at the tube adapters strain gauge was detected which led to erroneous sensor signals and caused the occurred event "the resistance disappears in flex.".

Event description:
The knee joint beeps a lot, even in the middle of the night, completely unmotivated for up to a minute. Suddenly the resistance disappears in flex. Patient has fallen several times and last hits quite badly in his axle, as the failure of the knee just comes suddenly. Best as he goes, it collapses. The patient has not been in contact with the health care service what we know but he had not used the c.-leg after this collapse.